Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by bart boesenach, huub j l van der heide and rob g h h nelissen.

Event description:
Information was received based on review of a journal article titled, "no improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients" which aimed to examine the clinical results following total hip arthroplasty in a study of 111 patients younger than 55 years that experienced possible poor performance of cementless titanium acetabular components using the hexloc system and mallory head acetabular components manufactured by biomet; and to investigate the whether results could be improved with a second-generation design, the ringloc. Sixteen patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients were not revised sixteen years post-operatively, making the risk of wear and loosening higher. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.